Event description:
In 2003 an air injection into a pt had occurred. The pt was having an abdomen/pelvis outpatient procedure. An air injection was suspected and confirmed on CT. Pt was rushed to hospital for treatment. Pt is reported as doing fine, suffering no side effects from the incident and was released the same day.